Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced vomiting. When a fingerstick was taken the cgm reading was 4.5 mmol/l, and the blood glucose reading was 30 mmol/l. The parent treated with 1 unit of insulin based on this, and the patient was brought to the hospital. The patient would have needed to be treated for diabetic ketoacidosis. The patient was treated with insulin but the route could not be confirmed. The patient was discharged after 2 days. At the time of the report the patient was stable, but was still recovering. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.